Event description:
It was reported that when using the bd pyxis medstation system, all pockets from the medsurg a drawer 6 were unexpectedly ejected and able to be returned except 6.1-b.1, which required maintenance. The customer stated that the drawer failure resulted in a delay in medication dispensing by the nurse; however, the patient's condition was assessed as moderate and not critical. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6.1-b.1 of the station failed and required maintenance. A field service engineer replaced the bad retractor band on auxiliary drawer 6-1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.